Event description:
It was reported the patient had an increase in seizure frequency and forgetfulness. It was also stated the patient had up to 10 seizures a day and was "far more forgetful than before." A scalp eeg test was done on the patient and was reported to be normal with epileptic potentials but no change from former eegs. It was also stated the event was possibly related to programming. It was reported the patient required in-patient hospitalization and their device was turned off on november 26, 2012. It was also reported the patient recovered without sequelae. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for epilepsy. Concomitant medical products: product ID 3389-28, lot# 0205634893, implanted: (B)(6) 2012. Product type: lead: product ID 3389-28, lot# 0205634919, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4) no longer applies due to updated coding procedures. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider for a clinical study reported via a manufacturing representative that the event was ¿possibly¿ related to the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received by medtronic indicated that the patient, implanted with this implantable neuro stimulator (ins), suffered up to 10 seizures a day, far more forgetful than before. The patient was part of the (B)(4) study. The issue is possibly programming related. The ins was turned off on (B)(6) 2012. Was resolved without sequelae. (B)(4): additional information received from a healthcare provider for a clinical study reported via a manufacturing representative that the event was ¿possibly¿ related to the device. (B)(4): additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the event was updated to up to 10 epileptic seizures a day, far more forgetful than before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The device was turned back on at a later date.

Manufacturer narrative:
Evaluation codes updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study via a rep indicated the patient's seizures were also worsening. They were also having falls. The patient had a medication change on (B)(6) 2012 and a scalp eeg on (B)(6) 2012 that had abnormal results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study via a rep indicated the patient's seizures were also worsening. They were also having falls. The patient had an examination and medication change on (B)(6) 2012 and a scalp eeg on (B)(6) 2012 that had abnormal results: epileptic potentials, with no change to former eegs. Relatedness was described as possibly related to programming/stimulation and related to worsening/exacerbation of existing condition. The event resulted in in-patient hospitalization. Resolved without sequelae on (B)(6) 2012.